Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the returned device was evaluated and customer's allegation was confirmed. The device could not be connected with the generator due to broken transducer plug. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint is component failure. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unknown surgical procedure, the subject device was found to be broken and had a crack in the connector piece. The device was inspected before use and there were no defects found. No patient harm reported.